Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was diagnosed with a hernia while hospitalized for an unrelated event. The cause of the event was unknown. There was no surgical intervention for the hernia event and no other treatments were reported. Dianeal therapy remained ongoing. Four days after admission, the patient was discharged from the hospital. Recovery status of the patient was not reported; however, the reporter did state the hernia was ¿shrinking¿. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event was in between (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in 2005. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. Sample analysis revealed no non-conforming product that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.